Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "capsular contracture - baker grade unknown". Ultrasound and mammography have been carried out. Patient reported "baker grade 3, and reported by imaging report breast swelling, textured implants and query small seroma". Device remains implanted. This relates to the right side.

Event description:
Patient reported right side capsular contracture, baker grade iii, and "query small seroma." Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-15149 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4; b5; d6b; h6.

Manufacturer narrative:
Clarification: d6 (a) was updated to (B)(6) 2015 to align with device manufacturing date (from contralateral side) as devices were implanted at the same time. Partial implant date of 2015 reported.

Event description:
Patient reported right side capsular contracture, baker grade iii, swelling, and seroma. The device has been explanted.